Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. A replacement pump was sent to resolve the issue. The customer's blood glucose level was 170 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.